Event description:
Customer reported receiving error alarms on the insulin pump. Customer reported that the error alarm occurs every time he replaces the battery and he is forced to set up the time and date again. Customer's current blood glucose reading is 105 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.